Event description:
It was reported that the patient was in clinic to clear a reset alert when the most resent reset occurred. Previous experience on this device includes other power on resets occurring during the time period that the patient was undergoing radiation therapy. Data indicates the patient was receiving radiation therapy and has finished the treatments. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. The device is part of the advisory for this model.